Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 25-nov-2013, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an non-malignant pain. It was reported that connecting the patient¿s new ins to their existing extension, there was one electrode with a connection issue. It was reported that the surgeon wiped off the electrodes and reseated it in the ins port and then the connection of the entire lead went out. They attempted both the 0-7 and the 8-15 ports on the battery and could not get the connection to come back. When testing it with a wireless external neurostimulation the connection came back and the entire lead read no impedances. It was reported that they were finally able to pull all but one electrode contact back by spinning the lead inside the ins battery port. The doctor did not want to revise and they asked the rep to program around the one electrode. Electrode 15 was still currently marked as ¿do not use¿. There were no contributing factors reported. The issue was not resolved. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.